Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the stapler 45 instrument successfully fired and transected during its first use (1st staple fire). On the 2nd intended fire (the instrument was installed with a blue stapler reload) the instrument tip was unable to open while inside the abdominal cavity. The instrument was removed and reinstalled, but the issue persisted. Following this, the instrument was replaced to the backup instrument. Inspection of the abdominal cavity identified a piece of wire. The entire piece was removed out of the patient. The surgeon completed the surgical task using the backup instrument. An x-ray was performed and confirmed no additional fragments were left inside the patient. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the isi clinical sales representative (csr) communicated that the site reported that they did not install a stapler sheath on the instrument during intraoperative use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through review of the logs and reproduced during failure analysis investigation. Review of the logs confirmed an engagement failure and multiple clamping failures using a blue stapler reload instrument during the reported event date. Inspection of the returned instrument found a broken segment of the instrument grip cable. The broken segment was returned with the instrument and once pieced together identified that there was no missing piece. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: approximately 1:01:27 the image on the video along with the stapler instrument grips not opening likely indicates that the fallen fragment came from a stapler instrument component. The piece fell into the patient because a stapler sheath was not used on the instrument. Below is a description of the stapler fires: the endowirst stapler 45 instrument was inserted with a blue reload approximately 17:34 in the video. There is no sheath installed on the stapler. After 5+ clamping attempts, the stapler is removed, and an mcs is installed to further dissect the rectum. The stapler with a blue reload is reinstalled around the 27:32 mark of the video. After 6 clamping attempts, the stapler was fired. After each clamping attempt (with the 6th being successful), the surgeon positioned less and less tissue within the jaws. The cde confirmed the allegation of the tips not opening, but did not observe any inter-operative use factors within the pelvic cavity that could have directly let to this. At the 34:56 mark, the fbf is inserted into the stapler jaws in what looks like an attempt to open the jaws. The stapler is removed around the 39:09 mark and replaced with an mcs. The surgeon performs additional dissection of the rectum. A stapler was reinserted with a green reload approximately 48 mins into the video. The 3rd clamp was successful, but the stapler was not fired. The stapler was repositioned then after the 2nd clamp was successful, the stapler was fired. An mcs was used to complete the transection then sutured closed. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the piece is a tungsten cable fragment, and reloads do not contain any cables, therefore the piece does not belong to a reload. The picture of the stapler is showing a cable section missing from the distal end. A cable crimp on the far right circle and the tungsten cable on the far left circle are normally located in the highlighted area. This indicates that the cable fragment likely came from this instrument. Use of a sheath would likely have helped retain the fragment, since the sheath usually covers both circled areas.